Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient controller was displaying ¿replace generator¿ message. No additional information is available at this time.